Event description:
A customer contacted beckman coulter regarding false negative total bhcg (tbhcg) results from two (2) different patient samples that were generated by the unicel dxl 800 access instrument. Patient a and patient b samples were tested for tbhcg and 2 results of 0.00miu/ml were obtained. The customer retested the original samples on a different instrument in their lab for tbhcg. The repeated tbhcg results were: patient a: ">1000miu/ml ovr" (ovr=over range of cal curve) when ran neat and 82,434miu/ml upon diluted reflex test. Patient b: ">1000miu/ml ovr" when ran neat and 29,134miu/ml upon diluted reflex test. The erroneous results were not reported out of the lab. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment that can be attributed to or connected with this event.

Manufacturer narrative:
Qc was within specifications prior to the event and went out of specification following this event when run using pipettor #1. System check performed before the event was within specification. A troubleshooting system check run on 10/19/06 was also within specification. A field service engineer (fse) was dispatched to the customer's lab on 10/23/06. The fse performed diagnostic testing which passed. The fse conducted dilution test which failed on pipettors #1 and #4. The fse verified all alignments, made adjustments and then repeated the dilution test which passed within specifications. The fse ran precision test which didn't meet expectations. The fse replaced belts on all four precision pumps and broken precision pump. The fse performed pipettor matching, dilution and diagnostic test; all results were within specifications. The fse noted that dilution correction factor is not set properly. The fse adjusted it to appropriate level and then performed precision run which was within specifications. The fse verified the instrument per validated procedures. Hardware issues addressed by the fse may have contributed to this event. A malfunction will be assumed for the purpose of this report.